Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 328 mg/dl after being disconnected from the ilet for a day due to charging issues and using subcutaneous long-acting insulin as backup; the ilet reportedly was not charging properly, and the patient remained on backup therapy per guidance to stay disconnected for 24 hours after long-acting insulin. Symptoms included hyperglycemia with no other clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available; the device problem and component could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.